Event description:
Three weeks after implantation the surgeon noticed that the shunt was defective. It was torn between the valve and the siphonguard. There was a liquid accumulation behind the ear and the patient got an infection. The doctor informed company that there was no incident which could determine the destruction if the valve.